Event description:
A (B)(6) male pt with medical history of CABG x5 vessels with avr, a-fib, ablation 2012, and type ii diabetes, underwent ppm lead management on (B)(6) 2013. This event occurred when the cardiac interventional physician was accessing the left subclavian vein for ppm lead placement. As he was removing the wire through the introducer in order to use a different wire, the j wire that came with the ppm kit for access sheared and a portion of the wire was retained inside the subclavian vein. At that point an 8 cm sheath was placed and a snare was used to remove the detached portion of the wire. The pt remained stable and the retained portion of the wire did not travel. The customer has confirmed that the wire fragment was removed successfully and that there was no harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event eval: still under investigation.